Event description:
The reporter stated the haptic of an aq2010v silicone three piece lens was torn during loading but was not noticed until the surgeon had inserted the lens into the patient's eye. The lens was removed with no pt injury and another silicone three piece lens was inserted. This lens also tore - see MFR report # 2023826-2008-00653. A third silicone three piece lens was implanted with no problem. The reporter stated the cause of the torn lens may have been due to a loading error.